Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that rewind was slower an lauder. The troubleshooting was declined by the patient for the failed battery test alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and rewind test. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected rewind anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners and cracked lcd window. (B)(4).